Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that evidence of moisture ingress was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple pump reboots and voltage drops. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the top of the battery cap was worn. Evidence of moisture ingress was also observed inside the battery compartment. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no evidence of moisture ingress or loose components was found.